Event description:
It was reported that the pump was repositioned. At the time of the repositioning, the catheter¿s length was also revised. It was further reported that the pump was revised due to weight loss. The catheter did not need to be ¿revised¿ but merely an additional portion needed to be added to reach the new pocket site. It was unknown what medication this device system delivered.

Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID: 85 90-1, lot# n331636, implanted: (B)(6) 2012, product type: accessory. (B)(4).